Manufacturer narrative:
On december 16, 2021, mentor became aware that the procedure was re-scheduled for (B)(6) 2022. However, per additional information received on december 28, 2021, mentor was made aware that the patient had an encapsulated implant. The implant was not ruptured. The implants were removed on (B)(6) 2021, and are not available to be returned to mentor. The patient was replaced with allergan implants. Based on the information, the following fields have been updated on this form: clinical code "capsular contracture" has been added to field h6. Device problem code "rupture" was removed, and "adverse event without identified. Device or use problem" has been added to field h6. Type of investigation under field h6 has been updated to "device discarded." The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american female patient underwent primary breast augmentation with a 420cc mentor smooth round high profile and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2021.